Manufacturer narrative:
The cartridge was not retained for investigation. The design history file for the cartridge lot number was reviewed and met all requirements in the manufacturing process prior to release with no related defects. All available information supports that the product was functioning as designed and there was no malfunction. The instructions for use includes allergic reaction as a potential risk associated with dialysis treatments and also includes warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received regarding a critical care patient who was admitted for fluid volume overload and hyperkalemia. Hemodialysis was initiated on (B)(6) 2016. Approximately 1.5 hours into treatment the patient had shortness of breath, labored respirations, hypotension and hypoxia. Treatment was ceased and the blood was rinsed back. Treatment was recommenced within half an hour and symptoms returned. Treatment was then discontinued. On (B)(6) 2016 the system was primed with normal saline and the patient treated without issue.